Manufacturer narrative:
Investigation results were made available. Event description: it was reported that a female patient underwent a right tha in 2000. In 2013 the patient fell resulting in a periprosthetic fracture of her right femur and underwent revision of her right tha on (B)(6) 2013 receiving a size 16 by 265 mm wagner revision stem. Subsequently, in 2014 the patient is experiencing elevated metal ions (cobalt levels in urine (2.4mcg/l)). Also, the patient is experiencing recurrent falls, progressive cognitive decline with hallucinations. No revision reported. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: review of the device history records could not be reviewed due to missing lot number. Conclusion: it was reported that a female patient underwent a right tha in 2000. In 2013 the patient fell resulting in a periprosthetic fracture of her right femur and underwent revision of her right tha on (B)(6) 2013 receiving a size 16 by 265 mm wagner revision stem. Subsequently, in 2014 the patient is experiencing elevated metal ions (cobalt levels in urine (2.4mcg/l)). Also, the patient is experiencing recurrent falls, progressive cognitive decline with hallucinations. No revision reported. Based on missing medical records to attest the reported event the complaint cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Further, based on the significant lack of information and the unavailability of the product(s), we were neither able to confirm nor to identify a specific root cause for the reported issue.

Event description:
Investigation results are available now.

Manufacturer narrative:
Concomitant medical products: cocr head 28mm +7; catalog#: unknown; lot#: unknown. Luque wires; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and is experiencing elevated metal ion levels. Also, the patient is experiencing recurrent falls, progressive cognitive decline with hallucinations. It is unknown if a revision surgery has taken place.